Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the manifold line bond at the venous inlet looks different and not clean as before. Also, a white substance surrounds the bond. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 30, 2018. (B)(4). The actual device was not returned for evaluation; however, photos were provided that confirmed the manifold line bond on the curved venous inlet port appears to have a white substance surrounding the bond. Evaluation of the retention sample of the same product code and lot number combination confirmed that the device contained excess bonding agent on the manifold line bond to the venous inlet port. Since the actual device was not returned, a thorough investigation could not be performed, and a definitive root cause of the event cannot be determined. The most likely root cause was excess bonding agent to the tubing when it was inserted into the port, causing the bonding agent to be pushed up onto the outside of the tubing by the port. The bonding agent then dries on the outside of the tubing and can be seen by the customer. This is not a functional issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.